Event description:
The reporter stated that the surgeon inserted a aa4203tf single piece silicone toric lens into patient's eye and noticed the lens was torn. The surgeon removed and replaced the lens with another model lens without enlarging the incision. The reporter stated that the lens tore due to a loading error.